Event description:
It was reported that the pump touch screen was unresponsive. After resetting pump, touch screen was still unresponsive and was stuck on the welcome screen. Customer's blood glucose was 200 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.